Event description:
The device was returned for a valve 2 leak rate failure. The device was provisioned to 5.9.2. Software which addresses leak rate failures for valves 2-5. The pump was put through mock infusions without reproducing any alarms. Upon reviewing the log files for this device it was seen that the leak rate for valve 2 was near the new values resolved in the 5.9.2 software and as such the device will be put through all functional testing. Internal investigation found no physical damage. Additional observations: it was noted the magnet cup was scratched along the side of it and will be replaced during repair. Fva primary pin was in pushed in position for an abnormal about of time before returning to normal spot during start up. The som will be replaced during repair to solve fva primary pin delay. Fva lip seals and av flex cable were replaced during investigation. Resistor drive was in wrong position and had to be reseated. During reseating, resistor drive motor had no resistance while reseating. Resistor drive motor was replaced during investigation. It was noted the flanged ball bearing was stuck to post while reseating the resistor motor and was replaced during investigation.

Event description:
The following has been reported: the complaint is that it was not working. I have retrieved the logs. Please see the attachment that contains the logs. There was no patient harm involved. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.